Manufacturer narrative:
Product in complaint will not be returned to zoll circulation. Therefore, physical investigation cannot be performed. Please see related MFR. Report: 3003793491-2013-00687 for autopulse li-ion battery with sn unk.

Event description:
It was reported that after manual resuscitation, the pt was kept on the autopulse platform. Automatic resuscitation with the platform was possible for about 9 minutes. Then, the device stopped and empty battery was shown. No adverse pt sequelae was reported. No further info provided.